Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. H3 other text: other.

Event description:
It was reported that on (B)(6), a biopsy procedure was performed with an eviva needle, and during the procedure, issues were lavaging the specimens through the eviva needle. Replaced atec but the problem persisted with the needle. Procedure was aborted and the patient was rescheduled for another biopsy procedure. No additional information available.

Manufacturer narrative:
H.11: a device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported.

Manufacturer narrative:
Two devices were involved in this case: 1222780-2024-00336 and 1222780-2024-00337.